Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect ca 19-9xr results on one patient. The results provided were: on (B)(6) 2021, sid (B)(6) = 370.9 u/ml /repeated=2.0 u/ml and 2.0 u/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect ca 19-9xr reagent lot 21020m800.the evaluation of complaint data for the product and likely cause architect ca 19-9xr reagent lot 21020m800 identified as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect ca 19-9xr reagents in the field using data gathered via abbottlink from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 21020m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot 21020m800.